Event description:
Boston scientific received information that this product was part of a system that required surgical intervention due to generator site erosion. The device was explanted and both leads were surgically abandoned. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.